Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned.